Event description:
It was reported that an episode of non-sustained right ventricular (rv) oversensing due to loss of capture was noted on the rv lead. No intervention was performed at this time, and no patient symptoms were reported.